Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) was consulted and determined that the cause was unknown and recommended device replacement. This pacemaker was subsequently explanted and returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.